Event description:
Our PICC team has had an ongoing issue with the scissors contained within the cardinal health PICC kits. These were earlier reported as belonging to a different manufacturer (1 pair) however on further research we have confirmed these scissors are manufactured by surgical design instruments. Our PICC nurses have reported these scissors will not cut the PICC line in the kit these are part of. The nurses have had to resort to using a scalpel which is also included in the kit. PICC lines need to have a precise clean edge,these scissors have been gnashing the line. These are part of a PICC line placement kit we purchase through cardinal health. Our rep has arranged for these scissors to be switched out to a different scissor. I do have 3 pairs for evaluation purposes.====================== manufacturer response for 4 1/2" satin finish scissor, surgical design instruments======================manufacturer will be made aware by this medwatch. We purchase these through cardinal health in presource kits packaged for us. Cardinal health has arranged for different scissors to be contained in our kits in the future.